Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: isimac machine company manufactured the helical blade coupling screw. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. No material review reports or non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure for a hip fracture a helical blade coupling screw would not engage with a tfn lag screw. It seemed that the threads on the coupling screw were not engaging smoothly. The coupling screw was also tested on another helical blade and the same problem occurred. The coupling screw was reapplied to the needed tfn lag screw and the threads were fully engaged by using stronger hand tightening. The lag screw was implanted and the procedure was completed successfully. No patient harm or fragmenting was reported. A delay of less than one minute was reported in the procedure. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the returned helical blade coupling screw (lot 5241173) was manufactured on february, 2011 and is 3 years old. The helical blade coupling screw was received intact. The first thread on the tip of the device is bent and the diameter of the tip is rolled over. The knob shows evidence of hex drive wear and substantial hammer marks on the proximal side of the knob consistent with heavy use. The tube length shows considerable discoloration, roll marks, and scratches consistent with heavy use. The returned device was threaded into helical blade 456.305 and there were no issues encountered during the threading process. A review of the design drawing indicates that the returned part was manufactured to the relevant drawing. The method of use rather than a design deficiency has led to this complaint. The cause of this complaint is due to the surgeon hammering the head when the screw is not fully threaded into the helical blade causing the threads on the tip to get damaged. Since the returned device was able to thread into the helical blade with no issue this complaint is unconfirmed and the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.